Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new syringe of morphine 30 mg/30 ml was installed at 2053 on (B)(6) 2018 to infuse in continuous only mode at 3 mg/hr. At 0805 the next morning the device showed that 24 ml had infused rather than 33 ml as expected for that time frame, and the syringe was empty. No other syringes were reported to have been installed during that time, and staff does not think the infusion was turned off during the night. There was no patient harm.

Manufacturer narrative:
Additional information provided. The customer¿s report of a pca volume infused discrepancy was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event logs confirmed that the pca module was programmed for the drug morphine as reported. The pca module infused for approximately 10.3 hours at a rate of 3ml/hr and alarmed for syringe empty on schedule. The event logs also confirmed that after the device alarmed for syringe empty the user examined the patient history information in options mode. The patient history view defaults to an 8 hour view so when the user is examining the patient history information they were viewing the previous 8 hour infusion totals which would have recorded approximately 24ml. Rate accuracy testing was performed and the device passed all tests as designed. The proximate cause of the customer report of a pca volume infused discrepancy is due to a misinterpretation of patient history shift totals.